Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, there was difficulty connecting to the motor drive unit. When the handpiece was plugged in, the motor drive unit was making noises and not rotating properly. There was insufficient drive of the handpiece. The surgeon used the morcellex as a trocar and used a long blade to cut the uterus in pieces to remove the tissue. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.